Event description:
It was reported by the customer that their insulin pump was alarming. Customer states that they have changed the batteries, yet issue has continued. During troubleshooting, customer was asked to perform a manual prime. Customer states the insulin did not exit and the device alarmed no delivery. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 222 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.